Manufacturer narrative:
Prismaflex hf20 set has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to provide continuous renal replacement therapy (crrt) to treat low weight (8 kg to 20 kg) and low blood volume patients or patients who have acute renal failure, fluid overload, or both, and who cannot tolerate a larger extracorporeal circuit volume in an acute care environment during the coronavirus disease 2019 (covid-19) pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿multiple gain/loss limits¿ were experienced during seven (7) continuous renal replacement therapies with prismax machines and prismaflex hf20 sets. The therapies occurred on multiple dates and involved one (1) patient. Treatments were discontinued without the extracorporeal blood being returned to the patient in four (4) of the events. No patient symptom or medical intervention was reported. No additional information is available..